Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets would not flow. It was further reported that when the procedure starts, the tubing flattens resulting in no flow. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not received for evaluation; therefore, a device analysis could not be completed for those samples. However, retention samples were visually inspected with no issues noted; the samples were conforming product. Functional testing was performed including gravity and under water leak testing with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.